Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summar (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that prior to implant, the helix would not extract but when the lead was stretched it did extract. The lead was not implanted. There was no patient involvement.